Event description:
Per the clinic, the recipient underwent a revision surgery (specific date not reported) in order to replace the electrode. The patient was also hospitalized for 12 days (specific date not reported) due to dizziness. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the device was explanted on (B)(6) 2025, due to implant placed in the vestibular system. The patient was re-implanted with another cochlear device during the same surgery.